Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: (B)(4). .

Event description:
It was reported that a silent nite 3d one piece appliance had anchors broken off the appliance. The issue was reported by dr. (B)(6) office. No additional information was provided.